Event description:
It was reported that the insulin pump stopped completely, alarmed no delivery and unexpected restart. Troubleshooting was done. Customer's blood glucose was 426 mg/dl. Customer stated she treated with manual injection. The customer was assisted in the troubleshooting for unexpected restart and was advised to monitor the insulin pump. Customer also stated that she disregarded the sure-t infusion set that had no delivery alarm. Customer stated that her blood glucose at that time was 600 mg/dl and treated with manual injection. Customer's blood glucose went down to 200 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.